Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8156595; medical device expiration date: 2019-03-31; device manufacture date: 2018-06-05; medical device lot #: 8187609; medical device expiration date: 2019-04-30; device manufacture date: 2018-07-06. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate blood collection tube over filled and exhibited erroneous results. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer buffered sodium citrate blood collection tube over filled and exhibited erroneous results. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to overfill and erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for overfill and erroneous results with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.